Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a urinary organ procedure there were tissue effect issues with the device. Another device was used to complete the case. There was no adverse consequence to the patient.